Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up or moisture damage under lcd screen, electronic assembly/motor noted. No cosmetic damage noted. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported that the device was exposed to water. The customer stated that he jump into the swimming pool with pump on. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated keys continue to scroll during time/date setup, and act button not responding. The customer's mother stated that patient jump into the swimming pool with pump on. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.